Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator was showing symptoms of the recall. It is unknown if there was any patient involvement.

Manufacturer narrative:
Results of investigation: carefusion failure analysis laboratory was unable to verify the customer's reported issue. All tca based transducers functioned normally and were within specifications. The exp flow transducer was found to have been calibrated to a setting that resulted in low minute volume readings, but the transducer calibrated within specifications and no drift was found to occur during the 24 hour period of cycling. No malfunctions were detected and no symptoms related to the suspected avea recall were detected. The device was still required to be remediated as part of avea recall z-1609-2015, but evaluation concluded that the recall symptoms could not be duplicated and were not latched to the device, indicating that the customer's experienced symptoms were appropriately detected alarm conditions and no malfunction or failure was occurring.